Manufacturer narrative:
Orthadapt bioimplants are not indicated for use in interpositional arthroplasty procedures; thus, this is an off-label use. The IFU instructs physician to use non-absorbable sutures to fixate the orthadapt bioimplant. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. Based on the available case information, the cause of the reported case is likely due to a combination of off label use, fixation failure caused by the use of absorbable sutures and pre-existing pt condition.

Event description:
Case is a hallux rigidus repair using orthadapt augmentation. Pt had long-standing hallux rigidus pain at the 1st metatarsophalangeal joint (right foot). The pt had undergone prior conservative therapies without success. As a result, pt elected to have surgical correction of the severe arthrosis. The physician performed an interpositional arthroplasty procedure using absorbable sutures to fixate the graft. Fifteen months post implant, the graft was explanted, due to arthroplasty failure and avascular necrosis of the first metatarsophalangeal joint.